Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and the malfunction did not recur.